Event description:
(B)(4). Essure was painful to implant, painful to confirm it worked and painful after implanted. After it was implanted I experienced rashes and cracked sores on skin, pelvic pain, back pain, abdominal pain, severe bloating, joint pain, menstrual cycle pain (esp during ovulation for up to 2 weeks), bladder leakage, inflammation, edema (confirmed edema in lumbar and retrosacral soft tissues and quads causing hip impingment), facet capsulitis, red marrow proliferation suggesting chronic anemia and even a bulged disc and disc location and bent coccyx which was caused by the pressure from the inflammation and edema. I can hardly get out of bed in the morning, cannot wipe myself in the morning from the stiffness and cannot take care of my two children very well because of all the symptoms and chronic pain. I will be having a hysterectomy to have this device removed as I have no other options to stop the pain.